Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed lesion was severely calcified and located in the shunt of the left antebrachial. It was inserted from the vein side by retrograde approach. The vein around the anastomosis site was dilated with the f/g sterling otw 6.0 x 40/80 (4f). On the first inflation the balloon was inflated to 10 atmospheres but the lesion was not dilated enough. On the second inflation the balloon was inflated to 22 atmospheres and ruptured. The balloon was removed intact. The procedure was with another of the same device. The patient status is "no problem" with no complications reported.

Manufacturer narrative:
The complaint device was not returned, therefore product analysis was not possible. The manufacturing records for this batch have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.